Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported pinhole in the balloon was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is an indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for this deficiency. Based on the available information for this lot, there is no evidence to suggest that the device issue is related to the manufacturing process.

Event description:
It was reported that during the procedure, the 2.5 x 12 mm mini vision stent system was advanced into the patient anatomy. An attempt was made to deploy the stent; however, it was noted that the indeflator would not hold pressure. Angiography revealed that the balloon was not expanding. The tech continued to increase the pressure and the stent was deployed. The stent delivery system was removed. Post dilatation was performed to fully expand and appose the stent to the vessel wall. After the procedure was completed, an attempt was made to inflate the stent delivery system balloon and it was noted that there appeared to be a pinhole at the end of the balloon. There was no clinically significant delay and no adverse patient effects. No additional information has been provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.